Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon was unable to pass tracer registration. The surgeon was tracing under the patient's eyes. In trouble-shooting, recommendations were made for better tracer registration and tracer pattern. Using pointmerge registration was suggested as an alternate registration method. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Patient identifier provided. A medtronic representative reported that since the case, she has attended all of the surgeon's subsequent cases. She provided training on proper registration technique of staying away from the soft tissue areas and to focus on the bony features of the nose and forehead. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. Per the event description, the patient registration pattern was not optimal for a successful registration as user was tracing on soft tissue. The software functioned as designed. The field rep conducted user training to resolve the issue.